Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The gib board was replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system triggered fluoroscopy without the command of the operator. This occurred during a procedure with patient involvement, therefore this malfunction resulted in a possible (accidental radiation occurrence). There is no report of injury or death.